Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited "error code 15". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with no physical damage. Event log history was performed, and no error code message was detected in history. During analysis, no error code message was detected. Based on the evidence, the complaint was not confirmed, and no fault was found.